Event description:
A caller reported an occlusion alarm and indicated experiencing multiple previous occlusion events, resolving each by changing the infusion set and cartridge before resuming insulin. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or trigger a high reading on the cgm. Despite recurrent occlusion issues, the caller declined further assistance, and technical support decided to close the case.